Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced power failing due to a battery compartment housing problem, or a connection not staying connected. The epg sometimes will power up normally, but loses power shortly after, or it will not power up at all after shutting down. It was suggested that the unit be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis could not confirm the customer comment of power failing due to a battery compartment housing problem, or a connection not staying connected. Device passed all automated and bench testing with no anomalies observed. No mechanical issues found with battery compartment or lower case. Replaced main printed circuit board and lower case as a preventative. Hanger is cracked. Keypad window is scratched. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.